Manufacturer narrative:
Pump powered up after batter installation but pump received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to missing segments/partial display. Unable to verify unexpected battery power loss due to partial display.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.